Event description:
This is a spontaneous report by a physician from (B)(6) of sterile/granulomatous peritonitis, fever, and reduced general condition in a patient coincident with physioneal, unspecified, product therapy. On (B)(6) 2011, the patient began treatment with physioneal, unspecified, product therapy (dose not reported, 4 times daily) intraperitoneally (ip) for peritoneal dialysis (pd) and diabetic nephropathy. On (B)(6) 2011, the patient experienced sterile/granulomatous peritonitis manifested by cloudy effluent, abdominal pain, fever, and reduced general condition. On the same day, the patient was hospitalized . On (B)(6) 2011, the patient began remedial therapy with kefzol/fortum (125mg, frequency not reported, ip) for the peritonitis. On (B)(6) 2011, physioneal therapy was permanently withdrawn and the patient ended remedial therapy with kefzol/fortum. On (B)(6) 2011, the patient began remedial therapy with ihn (intravenously), rifampicin (intravenously), pyrazinamid (intravenously) and tavanic (intravenously) (doses and frequencies not reported). On an unreported date, the patient's catheter was removed and the patient started to feel better. On (B)(6) 2011, the patient was discharged from the hospital, ended remedial therapy with ihn, rifampicin, pyrazinamid, tavanic, and recovered from the events. Concomitant medications were not reported. The physician stated that the events of sterile/granulomatous peritonitis, fever, and reduced general condition were probably related to physioneal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.